Event description:
Femoral a line placed prior to surgery. Several hours later, patient noted to be bleeding. Upon investigation, found catheter portion sheared off from hub. Entire catheter in patient. Retrieved via bedside procedure. Wrapper and stylet discarded before problem identified.